Event description:
It was reported that this complaint involved a 90 yr/old female pt. In the ICU adult during insertion into the pt's subclavian, the punction with the cvc was completed successfully; however, the swg was found to be kinked. As a result, the device was removed and replaced to complete the procedure without issue. There was no reported delay, death, or complication to the pt as a result of this issue or occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.